Event description:
The device turning off for no known reason; it would not keep its settings. Approx two days or less following an adjustment the pt would experience a return of symptoms and then realize the device was off. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).